Event description:
Patient allegedly received an implant on (B)(6) 2006 via the femoral approach due to pulmonary embolism. Patient is alleging vena cava perforation, fracture, and an extravascular fragment within bone spur. The patient is further alleging anxiety, bipolar disorder "prior to the removal of the defective ivc filter I was in extreme pain, which would go on for days. I had back and buttocks pain and I had no idea what it was from. Every so often the pain would go away however it always returned and it felt like a sharp, stabbing in my back area. This would often happen when I was out to dinner with my family, at my husbands baseball games, as well as other times I was out running errands. The pain would force me to return home.", "I was unable to look after my two children, carry them nor feed them do the my pain. I could not clean my home, cook, do any shopping nor go out with my family due to the horrible pain I was in. I would often be unable to feed myself or complete everyday tasks with out convulsing from pain. For years I suffered through the pain, not being able to take care of myself or my family.".it was further reported that a successful filter retrieval was performed on (B)(6) 2014 and the retrieval was due to "ivc filter fracture and pain caused by fracture. Per a report from CT (computed tomography) dated (B)(6) 2014, "the previous images do demonstrate one of the legs of the ivc filter is broken. Its posterior leg that extends back to the vertebral body. It is more difficult to see on the CT images, but on the axial images there is a limb that extends into the bony changes off of the anterior-superior aspect of the l3 vertebral body. The bony changes were seen before. There is a prong of the filter just to the right of these bony changes which I believe corresponds to the broken arm of the filter." "On these axial images, there is evidence of penetration of the ivc by multiple struts. The perforation is at the level of the l2-l3 disc space. There was one seen anterolaterally towards the right and another anterolaterally to the left. There is one posterolaterally towards the right which is just below the level of the left renal vein. The other one is posterolaterally on the right and extends back into the area of bony changes involving the anterior-superior aspect of l3 to the right of midline. In comparing these axial images with the images sent by the patient, there is no change in the appearance of the ivc filter, the degree of penetration of the struts or the adjacent soft tissues. The bony changes also appear to be similar to what was seen before.". Per a successful retrieval report dated (B)(6) 2014, "there are two separate extravascular fracture fragments, one representing the above-described filter leg fragment and the other representing a piece of the finer "tulip" wire. These are clearly demonstrated to be extravascular and inaccessible for retrieval. An additional fragment which remains behind after removal may or may not have been separated from the filter initially. It was removed in its entirety." "Examination of the filter and the removed fragment showed that it was accounted for in its entirety with the exception of the two extravascular fragments described above. Successful complex filter removal using jaws of life technique. Fractured filter with 2 fragments remaining extravascular.".

Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: h6. Additional information: investigation. The investigation was reopened due to additional information provided. The following allegations have been investigated: vena cava perforation, fracture, extravascular fragment within bone spur , anxiety, bipolar disorder, extreme pain, limited physical activity, and convulsion from pain. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Unknown if the reported extravascular fragment within bone spur , anxiety, bipolar disorder, extreme pain, limited physical activity, and convulsion from pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot # are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Occupation: non-healthcare professionals. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medial records have been requested but not yet provided.